Event description:
It is reported that patient in intensive care unit (ICU) had fms placed for treatment of diarrhea on (B)(6) 2013 developed occult blood in collection bag. Upon removal of the device by the wocn, an active rectal bleed was noted. Physical digital exam performed and pressure applied to bleed until md could perform bedside scope. The patient was diagnosed with dieulafoys arterial malformation. The area was treated via cauterization of the bleed and transfused with six (6) units of pure red blood cells (prbc) after the issue and bleed subsided as a result. There was no other treatment needed other than discontinuing device, and no additional fms device placed in patient.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Reports confirmed that the issue occurred more than a year ago, and device was in use for five (5) days before the problem was noticed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec in's. Complaint handling and CAPA procedures.